Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent movement on balloon and stent dislodgement occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the tortuous saphenous vein graft (svg) to obtuse marginal artery. A 3.00mmx38mm promus premier¿ stent was advanced to the svg however it was noted that the stent started coming off the stent delivery system (sds) balloon. Therefore, the promus premier and the guide were removed together with the stent still on the sds balloon. The stent completely came off the sds as the device was attempted to be removed from the femoral artery through the sheath. As the physician was trying to remove through the sheath, the stent then became free in the femoral artery. The physician then obtained access in the opposite femoral artery and used a snare to retrieve the detached stent. The procedure was completed using a shorter non bsc stent. No patient complications were reported and the patient's status is fine. The physician noted that the ostium of the svg was difficult to engage with a guide which may have contributed to the event.